Event description:
It was reported that the pt who had l4 burst fracture underwent a procedure at l3/5 using posterior fixation. The connector was off from the rod at left l5 post op. Revision surgery was performed 11 days post op to replace the rod at both sides. It was also reported that the implanted rod was too short to cause the connector to be off.

Manufacturer narrative:
Neither device nor film of applicable imaging studies were returned to the MFR for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.